Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. Due to the complaint being generated, the system control board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion, that the site was unable to take fluoro shots on the imaging system. The lights on the gantry were reported as flashing and that the handswitch nor footswitch took the image. Initial troubleshooting was performed by restarting the system which resolved the reported issue. There was no impact on patient outcome.